Event description:
A meter to hcp meter comparison test was made when the rptr visited his dr for a regularly scheduled appointment. Rptr's meter read 256 mg/dl and the dr's meter 167 mg/dl. Both tests, using surestep meters, were about 5 mins apart. There were no symptoms. Rptr did not have any control solution for testing. On follow-up, rptr stated that his blood glucose results have been lowered since taking medication for the past few months. He checks the confirmation dot on his strip, but does not compare it to the color chart on the vial.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8